Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 28mm amplatzer amulet left atrial appendage occluder was chosen for implant using a 14f amplatzer torqvue 45x45 delivery sheath (tv45x45). The dimensions of the left atrial appendage (laa) on transesophageal echocardiography (tee ) were laa orifice at 0 degree 28mm, 45 degree 31mm, 90 degree 34mm and 135 degree 28mm, landing zones were 0 degree 24mm, 45 degree 25mm, 90 degree 24mm and 135 degree 23mm and depth were 0 degree 31mm, 45 degree 24mm, 90 degree 27mm and 135 degree 26m. During the procedure, close criteria was satisfied, tension test was performed. The amulet was implanted after two recaptures and there was a evidence of device compression. After the release of the device, it got migrated. The physician mentioned the cause of migration was very mobile and active appendage. The device was retrieved via a 18f sheath and guide catheter. From the appendage because it migrated to an unstable position. A new non- abbott device was implanted. The patient was reported stable.

Manufacturer narrative:
An event of device migration upon release was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.